Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that after being exposed to water, the pump powered off. The pump would not power back on despite multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on appropriately with fully functional display, and with functional auditory and vibratory features. A review of the black box indicated multiple reboots had occurred on 05/26/2013. Investigation revealed that the audio bolus button cover was detached. A leak test revealed an audio bolus button leak. The pump casing was removed, and there was evidence of moisture damage observed inside the pump.